Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an scs trial lead procedure. After the procedure, the patient was experiencing increased pain in the cervical spine. The pain was caused by the patients structural anatomy. The trial lead was explanted.